Event description:
A report was received stating the patient's precision device was explanted due to discomfort at the ipg site. The patient reported that she experienced a "biting" feeling and the ipg felt like it was moving around.